Manufacturer narrative:
H3 reason device not evaluated - other: device not received by manufacturer. H6 - device evaluation: no product was returned. The investigation determined the most probable cause to be the latch lock assembly. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.d9 - device not available for evaluation - date returned to manufacturer provided in error, h3 - device returned to manufacturer, and e1 - reporter phone number.

Event description:
It was reported that the cassette got stuck in base and the lever did not released. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.